Event description:
Baxter reported a loose connection between a baxter titanium adapter and the pt connector of a minicap transfer set after 60 days of use. The affiliate reports no pt injury or medical intervention as a result of the incident.